Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening on the posterior, wear abrasion, and observed void >1 mm in the non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a striated opening on the patch. Based on the device analysis the final assessment was a striated opening assessed as surgical damage consistent in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: d.6a.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.